Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device was returned for evaluation. Simulated clinical use testing was conducted, the device was fired 5 times to collect sample, 3 times in a mode and 2 times in d mode. The device was unable to successfully collect samples. The product evaluation confirmed an insufficient sample collection issue; however, the root cause of the failure to collect sufficient sample could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The doctor performing a prostate biopsy reported the first biopsies on one side were completed without difficulty, but was unable to reset the needle to perform the second side. This needle was discarded and 2 more needles were unable to obtain any "core samples" (reloading was possible). The procedure was completed with the fourth needle functioning as expected.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.